Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore, the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging, the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part of device remained in patient.

Event description:
It was reported that the screw broke during implantation. A fragment of the screw remained in the patient. The surgery was finished by making another hole and using another screw. The fragment was fixed in the bone, so the surgeon did not see any need to secure it with another screw on top.